Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was prescribed oral antibiotics (date and duration not reported). The device was explanted on (B)(6), 2015.

Manufacturer narrative:
This report is filed 13 august 2015.

Manufacturer narrative:
(B)(4): device not available for analysis.